Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they were having an issue with the waveform not showing up when they click on the ECG parameter in the patient tile on the central nurse's station (cns). They stated that they have to go to another patient tile and then go back to the original tile and go back in for the ECG to show up again. They later called back and stated that they now have communication loss issues. Nihon kohden computer information technology systems support (cits) stated that the unified gateway service would not come up because the enterprise gateway server cannot communicate to the license server. Cits made changes in the license server, and this fixed the connection issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported they that when clicking on the ECG parameter on the patient tile, the waveform was not showing up on the central nurse's station (cns). They later called, stating the devices were in comm loss. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they that when clicking on the ECG parameter on the patient tile, the waveform was not showing up on the central nurse's station (cns). They later called, stating the devices were in comm loss. No patient harm was reported. Investigation summary: the customer initially reported intermittent loss of waveforms that evolved into system wide comm loss after nk cits had performed an enterprise gateway server reset as requested by the customer. Nka cits was working with the customer's it team to resolve the issue and the customer reported 2 hours later that the issue was resolved. Information regarding the resolution was not provided. Due to the age of the complaint, new information relating to the issue is unlikely to be available. As no device returns were made, it is unlikely that the cause of the issue was due to a cns device malfunction. The cause is likely associated to the hospital's network environment which was resolved through troubleshooting. There is no evidence of a cns malfunction as it was able to alert the user to the communication loss that was occurring. Comm loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that particular device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device or user error. Comm loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference that may cause signal loss. Other devices on the hospital network may also cause interference which could also cause comm loss or signal loss. Comm loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative